Event description:
It was reported that blood leakage was observed at the thermistor connector. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that dry blood was evident inside the thermistor connector and the thermistor lumen. Two different slits were found on the catheter body. The first slit, about 0.04 inches long, was found at the proximal end of thermal filament. The second slit, about 0.014 inches long, was found at the distal end of thermal filament. Dry blood was also visible at both of the slits. The slits entered the thermistor lumen. It was apparent that blood leaked into thermistor lumen through the slits and traveled up to thermistor connector.